Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor and button errors. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump had failed battery test, had cracked near the volume button. The insulin pump also recently had more frequent button errors and the down arrow and act button were sticking. The insulin pump had locked and was unresponsive for an hour and then resumed later. The insulin pump had lost the settings during the button error and had to undergo reset. The device will not be returned for analysis.